Event description:
The customer reported via the sales rep that the plate could not be implanted. It is further reported that the plate was removed from the loan kit and the screws were added to the plate. It is further reported that a blocker was screwed into the end of the plate, but a blocker could not be screwed into one end of the plate, but a blocker could not be screwed into the other end of the plate. It is further reported that multiple instruments were used to attempt screwing the blocker into place. It is further reported that the plate and screws were removed from the plate and another unit was implanted. It is further reported that the procedure was extended by approximately 60 minutes. It is further reported that the patient feels no pain post the procedure, and the surgeon has stated that the surgery...

Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.